Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated the cell-dyn sapphire instrument will not turn on. The customer observed the power cord connection point on the main unit appears to be blackened and charred from the picture. There was no impact to patient management reported. No injuries to report.

Manufacturer narrative:
The issue was confirmed by turning the analyzer power on. It was due to poor cable input on the analyzer side. The cable input on the analyzer side was replaced. Analyzer power cable was replaced. Confirmed normal operation with control and sample measurements. Data was submitted illustrating the complaint issue. A review of all tickets associated with the cell-dyn sapphire analyzer and cable, ac input assembly, cdsphr and a review for complaint trends for the list numbers were performed. The review did not identify any trends and the complaint activity was normal for the product. Additionally, labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency was identified for the cell-dyn sapphire, sn (B)(6).this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.